Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and congenital anomaly), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with essure coils removal on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("surgery (other) type of surgery: gall bladder removed"), genital haemorrhage ("heavy abnormal bleeding") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: advair from 2009 to 2010. Concurrent conditions included obesity. Concomitant products included eugynon (alesse) from july 2014 to january 2015 for vaginal bleeding as well as alprazolam since february 2011, bupropion since september 2015, cholecalciferol (vitamin d3) since november 2013, cyclobenzaprine since march 2016, epinephrine since 2002, ibuprofen since (B)(6) 2016, norethisterone (jolivette-28) from july 2015 to october 2017, ondansetron since march 2016, oxycodone since february 2016, paracetamol (acetaminophen), pregabalin (lyrica) from february 2016 to june 2016, sandocal (calcium carbonate w/cholecalciferol/sodium) since november 2013, urea since may 2011 and valaciclovir hydrochloride (valtrex) since 2013. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), toothache ("several tooth ache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), tinnitus ("other injury(ies) or complication please describe: tinnitus") and alopecia ("hair loss"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and cystitis interstitial ("bladder or urinary problems or changes interstitial cystitis"). The patient was treated with surgery (essure coils removal, salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery (other) type of surgery: gall bladder removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, genital haemorrhage, rheumatoid arthritis, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, cystitis interstitial, toothache, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, tinnitus and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cholecystectomy, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hot flush, irritable bowel syndrome, menorrhagia, pelvic pain, rheumatoid arthritis, tinnitus, toothache, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: rheumatoid arthritis and fibromyalgia, bladder or urinary problems or changes interstitial cystitis, dental problems, dysmenorrhea (cramping), surgery (other) type of surgery: gall bladder removed, dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: irritable bowel syndrome, other injury(ies) or complication please describe: tinnitus, hair loss. Date implanted were update. Onset date of event pelvic pain. Concomitant disease and drug, historical drug, plaintiff name were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.